Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external error. The unexpected restart alarm was recurring during normal insulin pump use. The insulin pump was not stored or not in use for an extended period of time. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.